Manufacturer narrative:
Updated block b5: describe event or problem. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient who had a bilateral renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient had urosepsis.a decrease in blood pressure and urine output was observed. The patient reported shortness of breath and a sensation of chest obstruction. Haemoptysis was present, along with lower abdominal pain, nausea, and hematemesis. The patient was taking codeine and vesomni and reported generalized pain rated 10 out of 10 since the procedure. Despite these symptoms, the patient was otherwise stable, with an early warning score (ews) of 1. Oxynorm 2.5 mg was administered for pain relief, along with a 500 ml intravenous fluid bolus. Esomeprazole was also given. The patient was then transferred to hospital. It was determined that these events were serious, was possibly related to the device, and was casually related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device history review (DHR) was not performed because the lot number is unknown, and a ship history review (shr) could not be conducted to identify the most probable lots. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the available information and analysis results, a conclusion code of 'known inherent risk of device' was assigned to this investigation, since the reported adverse events are known and documented in the labeling (including both short- and long-term known complications or adverse reactions).

Event description:
It was reported that a patient who had a bilateral renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient had urosepsis.a decrease in blood pressure and urine output was observed. The patient reported shortness of breath and a sensation of chest obstruction. Haemoptysis was present, along with lower abdominal pain, nausea, and hematemesis. The patient was taking codeine and vesomni and reported generalized pain rated 10 out of 10 since the procedure. Despite these symptoms, the patient was otherwise stable, with an early warning score (ews) of 1. Oxynorm 2.5 mg was administered for pain relief, along with a 500 ml intravenous fluid bolus. Esomeprazole was also given. The patient was then transferred to hospital. It was determined that these events were serious, was possibly related to the device, and was casually related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who had a bilateral renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient had urosepsis.a decrease in blood pressure and urine output was observed. The patient reported shortness of breath and a sensation of chest obstruction. Haemoptysis was present, along with lower abdominal pain, nausea, and hematemesis. The patient was taking codeine and vesomni and reported generalized pain rated 10 out of 10 since the procedure. Despite these symptoms, the patient was otherwise stable, with an early warning score (ews) of 1. Oxynorm 2.5 mg was administered for pain relief, along with a 500 ml intravenous fluid bolus. Esomeprazole was also given. The patient was then transferred to hospital. It was determined that these events were serious, was possibly related to the device, and was casually related to the procedure. There was no further patient complications provided.